Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that up, down, and okay buttons were intermittently unresponsive and required hard presses since a month ago. They have worn symbols and delayed response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/07/2013 device evaluation: the device has been returned and evaluated by product analysis on 09/17/2013 with the following findings:the keypad cover was observed to be peeling from the ok button to the contrast button, exposing the key contacts. The keypad symbols were worn off. During testing, all of the pump keypad buttons were intermittently unresponsive, delayed in response, and required multiple presses with increased force to engage. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the pump display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.